Event description:
It was reported that during a angioplasty procedure, tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified left iliac artery. The distal tip of the v-14 control wire was shaped by the physician prior to use, upon attempt to cross the "tight" lesion the distal tip of the wire broke off inside the patient. The detached tip was ballooned against the vessel wall and left inside the patient. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device presents the polymer sleeve section peeled at its most distal side, and it is bent. The device appears to have been pulled/pushed against resistance. All outer diameter measurements taken were found to meet specifications. Core wire tip showed a smooth surface with no evidence of mechanical failure. Poly section showed a failure site on the distal side, due to a bending overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a angioplasty procedure, tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified left iliac artery. The distal tip of the v-14 controlwire was shaped by the physician prior to use, upon attempt to cross the "tight" lesion the distal tip of the wire broke off inside the patient. The detached tip was ballooned against the vessel wall and left inside the patient. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).